Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The physician was unable to position the lead despite several attempts. A competitor lead was implanted to complete the procedure. It was noted that the lead is not available for return and analysis. Unspecified adverse patient effects were reported, however no clarification could be provided despite attempts at obtaining further information.